Event description:
A (B)(6) old male patient called zoll customer support to report that he was receiving therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, the pulse wire in the distribution node (dn) to front therapy electrode cable was broken in between ECG "a" and ECG "b". The root cause of the broken wire could not be positively determined. No adverse event resulted from the broken pulse wire. The patient received a replacement electrode belt.